Event description:
It was reported that the defibrillator had a "battery fault". There was reportedly no patient involvement. Further information was provided that the defibrillator "cannot boot up by the battery only".